Manufacturer narrative:
Product event summary: analysis could not reproduce the saving or lock up issue, but a print error was found in the logs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a patient session, the programmer would not save to a universal serial bus (usb). The programmer locked up and would not turn off or on. The programmer's fan was running, then the battery was released and put back in. The programmer seemed to reboot. The programmer has been returned for service. No patient complications have been reported as a result of this event.